Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms even with set changes. As a result, customer was hospitalized on (B)(6) 2015 with blood glucose of 614 mg/dl. Customer was released on (B)(6) 2015. It was reported that no delivery was resolved with a complete set change. Troubleshooting was declined as insulin pump replacement was requested.